Event description:
I bought a blood pressure cuff from (B)(6). Had 2 high readings with it (210/112). I know how to take blood pressure readings correctly. I went to the ER because I do not have a pcp. At the ER my blood pressure was 130/80, 125/73. Now I have a bill for (B)(6) that I did not need because the cuff was giving inaccurate readings. I took it to the fire house and tried it on 2 very healthy paramedics and their readings were high also, the paramedic said the bladder was broken and it does not inflate properly. I called both companies and asked them to calibrate the machine. Spoke with (B)(6).